Event description:
On 07/26/2022, it was reported by a sales representative via sems that a ar-3210-0040 nanoscope handpiece kit after plugged in during an unknown case the lens became black, the screen never came back on. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.